Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2.5 years post-implant, it was reported that the patient received a pump exchange due to a "thrombosed pump." It was reported that the patient had several gi bleeding events over the past year and after multiple unspecified types of treatments, the hospital team reduced the patient¿s anticoagulation regimen. Elevated hemolysis and elevated pump powers were observed and during the pump exchange the surgeon reported thrombus formations were seen around the inflow stator.

Manufacturer narrative:
The approximate age of the device is 2.5 years. The device was returned for analysis. The evaluation is not complete. The patient remains on lvad support with the replacement pump. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing and the distal portion of the driveline was not returned. Upon disassembly of the pump, visual examination of the rotor inlet revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time. Further evaluation of the pump revealed a thrombus formation surrounding the rotor¿s bearing cup that appeared to have been within the outlet stator during support. This deposition¿s lack of laminated layering indicates that it initially formed elsewhere. While the origin of this deposition could not conclusively be determined, its denaturation suggests that it was present while the pump was supporting the patient. The formation of these depositions could not conclusively be determined through this evaluation; however, they could have contributed to the patient¿s reported hemolysis. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.